Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that device plates are worn out. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to normal wear and tear. The paddle tray and paddles were replaced to resolve the issue. The device was fully operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the plates are worn. There was no reported patient involvement.